Event description:
It was reported that there was a communication problem. An implantable neurostimulator (ins) overdischarge was suspected. The last time any stimulation was felt was a couple of days prior. The last successful recharging session was a couple of weeks prior, but the patient stated the ins was not full after recharging. There was no communication with the patient programmer. There was no stimulation sensation and a loss of therapeutic effect. The patient was unable to recharge the day of the report. The ins was dead and the patient was not feeling any stimulation in a couple of days. The pain had come back the past couple of days also. The weather in (B)(6) had helped out but now the weather was getting cooler so was feeling more pain. The programmer was showing empty battery with the recharger device. It showed the reposition screen and was unable to communicate. The patient recharged a couple of weeks prior and everything was fine, the recharger itself was fine. The patient used to have the ins on 24/7, and not did not need to use stimulation as much. The patient usually recharged about every two weeks. The patient was going to see the healthcare provider (hcp) / manufacturer representative on (B)(6). The patient did not have a full battery when she last recharged. It had happened before, where the patient ran down the battery and was still able to recharge. The patient had fallen down but it was a long time ago. A month later the first overdischarge was confirmed. A physician mode recharge (pmr) successfully reset the device. A power on reset (por) occurred with error code 0x3608, which was also successfully cleared. The cause of the issue was due to the patient not charging for extended period of time. The patient did not require stimulation over this timeframe due to improvement of pain. The patient has a better understanding now that even if not using stimulation, still must charge regularly. The device was reprogrammed. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).